Event description:
The customer reported that her blood glucose was 458 mg/dl. The customer treated with the insulin pump. She was experiencing difficulty removing the battery cap on her insulin pump, but was able to remove it with a large screwdriver. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.